Event description:
It was reported when using the bd tube k2edta plh 13x75 3.0 plbl lav cn there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "when the customer labeled the blood collection tube and a yellow foreign matter was found in the tube wall." The tube was replaced there was no impact to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes . D9: returned to manufacturer on: 2022-08-09. H.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo and sample were reviewed and the customer¿s indicated failure mode for foreign matter was observed and confirmed that the white foreign bodies were edta crystals. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd tube k2edta plh 13x75 3.0 plbl lav cn there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "when the customer labeled the blood collection tube and a yellow foreign matter was found in the tube wall." The tube was replaced there was no impact to the patient.